Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the clip applier jammed. Opened another applier to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.